Event description:
It was reported that on (B)(6) 2023, upon insertion of the tibial nail, the implant did not pass all the way down the im canal of the tibia to the optimal/expected length. It was approximately 1-2cm short of the desired location. The surgeon decided to remove the nail to ream a larger diameter of the canal with the purpose being to insert the nail more easily and to the desired location. Upon removal of the nail, the polyetheretherketone (peek) inlay in the distal portion of the nail was coming out of the distal end of the nail. The inlay was removed, and the nail was re-inserted successfully. The surgery was completed successfully without any delay. There were no adverse consequences to the patient. No other medical intervention was required. This report involves one tibial nail-advanced / 10mm 360mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.